Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for normal device changeout procedure. During the pre operation check, the right ventricular lead exhibited high capture and low sensing. The lead remained implanted and out of service. A new lead was implanted on the right side during the procedure. The patient was in stable condition.